Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was not found within the investigation window. No meter values are present and/or no meter values that are inaccurate are present within the investigation window. The customer complaint is undetermined as analysis will not be able to confirm the complaint nor determine a potential root cause. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). .

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient woke up in the morning and checked her mobile device, which showed cgm 108 mg/dl. Sometime later, she felt nauseous, had a bad headache, felt weak, and although her vision wasn't blurred, she just felt off. She checked her mobile device again, and it was showing 42 mg/dl. No mention if she checked a bg. She drank orange juice and other juices, ate a candy bar and some bread. Her cgm rose to 70 mg/dl but then dropped again, though she didn¿t mention the exact cgm. She didn¿t use a manual glucometer to check her blood sugar. She called her doctor and had a long conversation about why her sugar wasn¿t going up or if she needed to take insulin. Her doctor advised her to go to the emergency room (ER). She went to the ER. Her blood sugar via fingerstick was 288 mg/dl, while her cgm was still showing readings in the 50s. Bloodwork was done, but no medication or treatment was provided. She stayed in the ER for 3 hours and was discharged with a blood sugar level of 170 mg/dl. The patient feels better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid while at the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.